Event description:
It was reported that during a laparoscopic low anterior resection, the cartridge pan came off and the cartridge pan was left in the jaw when the cartridge was removed after the 1st firing. The cartridge was gold. Reinforcement material was not used. Staples were deployed properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.